Event description:
It was reported that during a laparoscopic cholecystectomy, the unformed clips ejected at the 2nd and 3rd firings though the device functioned as intended at the 1st firing. The device was used on cystic duct. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was cholangiogram done on procedure? The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 2 conforming clips as intended and the remaining 16 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and no anomalies were found during the manufacturing process.